Event description:
A complaint was received from a customer that stated the display is defective. Customer states that they "squeeze the meter" the display will be complete. A request was made to return the system for evaluation. In the meantime a replacement unit is being provided.